Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance, high capture threshold, and low sensing were observed on the right ventricular lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.